Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the user shuttled the unknown sheath back with the 6/7f mynxgrip vascular closure device (vcd) the white tamping tube was not there. The user then let the balloon down and held manual pressure until hemostasis was achieved. There was no reported patient injury. The product was stored and opened in a sterile field. The user went through all the steps per the instructions for use (IFU). The user was trained to the device. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when the user shuttled the unknown sheath back with the 6/7f mynxgrip vascular closure device (vcd) the white tamping tube was not there. The user then let the balloon down and held manual pressure until hemostasis was achieved. There was no reported patient injury. The product was stored and opened in a sterile field. The user went through all the steps per the instructions for use (IFU). The user was trained to the device. Additional information was requested but not provided. The reported event of ¿sealant failure to deploy advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed the reported issue. Procedural and/or handling factors may have been a contributing factor to the reported failure. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visitable and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.